Event description:
It was reported that the patient had no energy sitting or moving and the pulse rate was at 65. The clinic confirmed that the patient was experiencing pacemaker syndrome and the device was at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.